Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus was not working. The stylus did not align with the cursor on the display screen. The bezel shield assembly was replaced and recalibrated to the stylus. It was also indicated that the power supply was noisy and therefore replaced. The programmer's hard drive was reconfigured and loaded with updated software. (B)(4).

Event description:
It was reported the black pen was not working. The programmer was returned for repair. No patient complications have been reported as a result of this event.